Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unspecified tissue injury associated with the chordae rupture appears to be due to the chordae entanglement. The cause of the reported difficult to remove (anatomy) associated with the clip entangling in chordae could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficulty removing a device from the anatomy and tissue injury. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) at the anterior 1 and posterior 1 (a1/p1) segment, produced by a p1 prolapse, and a p1 flail. It was noted the patient had severe symptomatic mr and was 90 years old. Prior to the mitraclip procedure a small pericardial effusion was observed and determined to be insignificant. The procedure was continued and the pericardial effusion was monitored. The transseptal puncture (non-abbott device) was noted to be difficult, requiring balloon dilation. A mitraclip xtw was selected to target the p1 flail. The xtw crossed the ventricle with no issues, and was inverted once to reposition. While returning to the left atrium, resistance was felt, as the clip was caught on chordae. The clip was able to be removed from the chordae and returned to the atrium to be repositioned. The clip re-crossed the ventricle and grasped a1/p1. Leaflet insertion assessment was performed and adequate. The mr reduction was significant, from severe to trace. The clip was deployed and the patient was stable. After echocardiogram (echo) assessment, a spontaneous echo contrast was observed in the left atrium. Reversing anticoagulation was withheld, to further assess. It was noted that the pericardial effusion had worsened. Pericardiocentesis was performed and the patient was stabilized. Additional echo imaging was performed, and an additional jet was produced, medial to the previous jet. An a1 flail was observed. The first clip was stable, but the ruptured chord at the medial portion of a1 produced a significant jet. The mr was reduced to grade 3-4. It was decided to abort the case. The procedure would be completed on a future date, when the patient recovered. On the morning of (B)(6) 2023, the patient passed away due to complications of the pericardial effusion. Per the physician, the mitraclip did not cause or worsen the pericardial effusion or contribute to the patient's death. The small pre-existing pericardial effusion worsened, due to the anticoagulant. No additional information was provided.